Event description:
Boston scientific received information that this right atrial (ra) lead displayed out of range pacing impedances greater than 3000 ohms. Thresholds were stable. Physician attempted to extract but was unsuccessful. The lead was cut at the pin and capped. There was no new right atrial (ra) lead implanted becaues of patient's condition of atrial fibrillation (af). There were no adverse patient effects.

Manufacturer narrative:
The lead remains implanted surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.